Event description:
It was reported that the pump declared an altitude alarm, causing the customer's insulin to be suspended due to this condition. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by cts to remove obstructions from the speaker holes and clean them using a soft bristle brush and lint-free cloth. The customer opted to perform these actions independently and wait for 30 minutes before following up if necessary, declining further follow-ups for the time being.